Event description:
Attorney's report of pt's alleged pain, constipation, exploratory laparatomy, mesh migration, small bowel adhesions, "crinkling" of the mesh and explant.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our current knowledge. Reference MDR 1213643-2007-00667 for an add'l event and product complaint from the same pt.